Manufacturer narrative:
Block b2: the exact date of the patients' deaths were not reported. The retrospective study start date of january 1, 2019, is used for the estimated date of death. Block b3: the exact date of event was not reported. The retrospective study start date of january 1, 2019, is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: alexander johnson parker; greg tokwabilula; lakshmi narsinganallore venkatesh; rana bhattacharya; jonathan bannard-smith; daniel haley; abubaker y m ahmed; anthony wilson; joe geraghty. "Severe acute pancreatitis in the era of endoscopically placed lumen-apposing metal stents (lams): critical care outcomes from a large UK pancreatobiliary centre." Frontline gastroenterology 2024; 15:366-372. Block h6: imdrf impact code f02 captures the patients' death.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, severe acute pancreatitis in the era of endoscopically placed lumen-apposing metal stents (lams): critical care outcomes from a large UK pancreatobiliary centre, by alexander johnson parker, et al. Per the article, a retrospective observational study examined patients with severe acute pancreatitis (sap) between january 1, 2019, and june 16, 2022. Among patients treated with lams, 10% (3 patients) died during their critical care stay, and 16% (5 patients) died before hospital discharge. Please see the referenced article for full details and full listing of physicians and healthcare facilities.